Event description:
The center reported that during 3 returns of a plasmapheresis donation, the system alarmed with a safety system fault. The operator manually opened a return valve that was closed and restarted process. The donor after leaving center experienced red urine and went to local hosp for treatment of hemolyzed blood.